Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her health care professional stated that the customer's blood glucose was in the 400 mg/dl range. The customer also mentioned that her insulin pump was losing time for an unknown reason. The insulin pump also alarmed battery out limit during normal use. The customer expressed battery issues with no alarms as well. The battery would only last for one week, and new batteries would only display one bar on the status screen. The customer was advised that the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with esc and act. No products were returned and a replacement battery cap was shipped to the customer.